Event description:
It was reported that during a routine device replacement procedure, the superior vena cava (svc) right ventricular (rv) lead impedance measurement was ¿none¿. The physician did a stretch test to confirm a proximal svc fracture. The lead remains in use per medical judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 310c33 tissue valve, implanted: (B)(6) 2008. Product ID 5076 lead, implanted: (B)(6) 2007. Product ID 5071 lead, implanted: (B)(6) 2007. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).